Event description:
This is the second of two reports (same problem, same product family, same user facility). It was reported that there was leakage after duragen secure was used. No other information was provided. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.